Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately three years post port placement via right internal jugular vein in the right chest allegedly swelling occurred near the placement site during flushing. Reportedly, an x-ray image allegedly demonstrated a catheter break and the distal segment in the right cardiac chamber. It was further reported the catheter segment and port were removed. There was no reported patient injury post removal.

Manufacturer narrative:
Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in two segments was received and evaluated. Gross visual observation, microscopic visual observation, and functional testing were performed. Gross examination of the port segment showed multiple puncture access and multiple incisions of the port septum and a distinctive curve of the tubing. Cath lock was not seated against port body. A complete circumferential break was noted approximately 8.1cm from the distal end of the cath-lock. A partial circumferential split was also noted approximately 7.4cm from the distal end of the cath lock. The port body and attached catheter segment were patent to infusion and aspiration with a leak noted at the split. An image review was performed for 2 x-ray images received. In the first image, no break in the tubing is seen. In the second image, only one fragment is seen. The right internal jugular central venous tubing is broken near the jugular vein insertion with migration of the distal tubing in the right heart. Only one fragment is seen. The investigation from the sample evaluation and image review confirm the catheter break with migration issue. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three years post port placement via right internal jugular vein in the right chest allegedly swelling occurred near the placement site during flushing. Reportedly, an x-ray image allegedly demonstrated a catheter break and the distal segment in the right cardiac chamber. It was further reported the catheter segment and port were removed. There was no reported patient injury post removal.